Event description:
Related manufacturer reference number:1627487-2020-30920 and 1627487-2020-30921.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number:1627487-2020-30920, 1627487-2020-30921. It was reported that the patient was experiencing ineffective stimulation. As a result the ipg and one of the leads were replaced on (B)(6) 2020. Therapy was restored post-operative. It is unknown which of the leads was replaced, therefore both leads are being reported.